Manufacturer narrative:
The technician found the latch on the siderail was bound by thick putty-like grease that would not allow the latch to engage properly when the rail was in the up position. He removed the rail assembly and cleaned the latch well before lubricating it with appropriate oil. The technician found the siderail latching properly after the repair.

Event description:
The account alleged that the siderail would not latch in the up position.